Manufacturer narrative:
A customer reported a malfunction involving a tubing set, where a brown substance was observed on the spike through the sterile barrier before the package was opened. The failure mode could not be confirmed as the device was not returned for evaluation. A lot history review for the reported lot number revealed no similar complaints, suggesting this may be an isolated incident. A follow-up report will be submitted if the device is returned to facilitate further investigation. Reference to complaint # (B)(4).

Event description:
A customer reported to intuvie finding a brown substance on the spike of a tubing set upon opening the packaging. No other sets in the same box showed similar issues. There was no patient involvement or harm.